Event description:
A customer reported high blood glucose levels, although the exact value was unknown, with readings displayed as "high" from both their cgm and bg meter. Customer replaced supplies and resumed insulin, with no further action needing to be taken to resolve the high bg. Customer was instructed by technical support to inspect site and equipment, with no issues found, and to fill tubing until they observed drops of insulin. Technical support recommended consulting with a healthcare provider to discuss potential factors affecting blood glucose levels.